Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% in-stent restenosis target lesion was located in the moderately tortuous and mildly calcified left superficial femoral artery. After a non-bsc guide wire crossed the lesion, plain old balloon angioplasty was performed using a 6mmx60mm sterling balloon catheter. However, during the first inflation at 8 atmospheres for 8 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 6mmx40mm sterling balloon catheter. No patient complications were reported and the patient's status was stable.